Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer identified that a v60 ventilator experienced an led alarm failure. The reported event was confirmed and evaluated by the customer. The customer replaced the power switch overlay to address the issue. The problem was said to have been corrected. No other abnormality was observed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.